Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During a phone call fse (field service engineer) advised customer to restart device and to complete energy checks. The issue was resolved and customer was able to continue with surgery. During an onsite visit after the day of the event, the fse was not able to duplicate customer reported event and successfully completed system verification to specification. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported an energy too high message occurred during a three second enhancement procedure. The procedure was not able to continue. The system was restarted and energy checks were completed. Additional information has been requested.